Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service evaluation was completed: the customer reported the mallet section had a chip in it. The repair technician reported damaged component as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: one hammer 500 grams (part 399.420 / lot 4804865 / manufacture date: july 2004) was received. The returned device shows significant use during its minimum 10.5 year lifespan. The hammer head has numerous dents and gouges from repeated use. There is an approximate 0.5 cm chip missing from the head of the device that was not returned. The damage to the hammer appears to be the result of repeated use over the life of the instrument. A visual inspection, dimensional inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. Three design revisions were performed following the manufacturing of this device. These revisions were to add additional laser marking as well as to change the material of the shaft and hammer head. Changes did not impact the handle. The design is adequate for its intended use and did not contribute to this complaint condition. Per the technique guides, the returned instrument(s) are used during numerous procedures, including femoral and tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned device is multi use and can be used for inserting the nails into the im canal. The complaint condition was caused by wear over the life of the instrument, rather than the design of the instrument. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery; there was a chip on the mallet part of the hammer. Another available hammer was used to complete the surgery. There was no harm to the patient and no report of any surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review of the device has been performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.